Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The patient sample in question was investigated and the user's results could be confirmed by using two different lots of toxoplasma igg reagent and neutralization testing. Therefore, the positive result for the patient sample was regarded as correct. Different concentration values derived by different test formats are often observed in toxoplasma igg serology although most of the tests are standardized against the who-standard. Therefore, a discrepant result compared to a competitor method is not unusual due to the designed higher sensitivity of the test format.

Event description:
The user received a questionable positive toxoplasma igg result for one patient. All results are in iu/ml. The initial result was 54.2 (positive) and was reported outside the laboratory. The sample was repeated on an abbott axsym analyzer and the result was 1.3 (negative). The patient was not adversely affected. The toxoplasma igg reagent lot number was 163699. The expiration date was not provided.